Manufacturer narrative:
Based on the claim against the product by the customer noting a broken wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulley. Failure analysis found the primary failure of the broken grip cable to be related to the customer reported complaint. The idler pulleys at the proximal clevis spun freely and did not exhibit any damage. There was no damage found on the proximal clevis or cable hole. There were additional observations not reported by the site and not related to the reported issue. The instrument was found to have thermal damage on the bipolar yaw pulley. There were no missing pieces observed on the bipolar yaw pulley. An electrical continuity test was performed and failed. Upon visual inspection, there was no damage observed on the conductor wire. Additionally, there was no obvious damage to the conductor wire at the proximal and distal ends. A review of the submitted images was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The provided images are consistent with the allegation of a broken wire. There was no other obvious damage found on the instrument.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the surgeon observed that the wire of the fenestrated bipolar forceps instrument was broken while dissecting the bladder neck. There was no report of any fragments falling inside the patient. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.